Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, combination contraceptive pill, combination contraceptive pill and mirena. Past adverse reactions to the above products included mood altered with mirena and combination contraceptive pill; and swelling with mirena and combination contraceptive pill. Concurrent conditions included ibd, nickel sensitivity and milk allergy. Concomitant products included cortisone for ibd. In 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal spotting") and migraine ("migraine"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), nausea ("nausea"), dyspareunia ("strong pain during sex"), back pain ("back pain"), ovulation pain ("hard back pain during ovulation"), arrhythmia ("arrhythmia"), vertigo ("vertigo"), tearfulness ("tearful"), menstruation irregular ("irregular menstrual cycle") and mood altered ("mood changes"). The patient was treated with surgery (waiting for essure removal). At the time of the report, the abdominal pain lower, fatigue, nausea, dyspareunia, back pain, ovulation pain, vaginal haemorrhage, arrhythmia, vertigo, migraine, tearfulness, menstruation irregular and mood altered outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arrhythmia, back pain, dyspareunia, fatigue, menstruation irregular, migraine, mood altered, nausea, ovulation pain, tearfulness, vaginal haemorrhage and vertigo with essure. The reporter commented: first year after insertion went well. Approximately after 1.5 years of the insertion the condition was getting weak. She was in a queue for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2017: everything was fine. Endoscopy upper gastrointestinal tract - in 2017: everything was fine. Laboratory test - on an unknown date: ok. Nuclear magnetic resonance imaging brain - on an unknown date: result not provided . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 467 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, combination contraceptive pill, combination contraceptive pill and mirena. Past adverse reactions to the above products included mood altered with mirena and combination contraceptive pill; and swelling with mirena and combination contraceptive pill. Concurrent conditions included ibd, nickel sensitivity and milk allergy. Concomitant products included cortisone for ibd. In 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("vaginal spotting") and migraine ("migraine"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), nausea ("nausea"), dyspareunia ("strong pain during sex"), back pain ("back pain"), ovulation pain ("hard back pain during ovulation"), arrhythmia ("arrhythmia"), vertigo ("vertigo"), tearfulness ("tearful"), menstruation irregular ("irregular menstrual cycle") and mood altered ("mood changes"). The patient was treated with surgery (essure removal operation ). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, nausea, dyspareunia, back pain, ovulation pain, vaginal haemorrhage, arrhythmia, vertigo, migraine, tearfulness, menstruation irregular and mood altered outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for abdominal pain lower, arrhythmia, back pain, dyspareunia, fatigue, menstruation irregular, migraine, mood altered, nausea, ovulation pain, tearfulness, vaginal haemorrhage and vertigo with essure. The reporter commented: first year after insertion went well. Approximately after 1.5 years of the insertion the condition was getting weak. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2017: everything was fine. Endoscopy upper gastrointestinal tract - in 2017: everything was fine. Laboratory test - on an unknown date: ok. Nuclear magnetic resonance imaging brain - on an unknown date: result not provided . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-dec-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: phone conversation with a patient: essure removal operation has been performed on (B)(6) 2017. Essure implants were managed to get out completely. The patient is already now feeling more energetic. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.